Manufacturer narrative:
(B)(4). Batch # n90w8f. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the equipment locking the blade during the procedure. It was necessary to use another similar product. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Procedure - endometriosis surgery.